Event description:
The femoral stem did not match the broach, causing a 20 minute delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.